Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported due to failure of the remote alarm to alert the user upon ventilator alarm activation. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. No patient harm reported.

Manufacturer narrative:
Follow up attempts were made to obtain repair information from the customer.